Event description:
It was reported that during the implant attempt, noise was noted. The lead positioning was attempted several times. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, all conductors had blood/body fluid (not obstructed). The distal conductor had blood/body fluid (not obstructed).